Event description:
It was reported to philips that the device failed to shock the patient using the sync mode. The patient involved was reported to not have experienced harm or adverse impact. The clinician made two attempts, one at 100j and another at 150j, to shock the patient to convert the rhythm from atrial fibrillation with a heart rate of 120 to sinus rhythm using the synchronization mode. The clinician turned the device off and back on and made a third attempt at 150j to shock the patient, which was successful.